Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0 h3) the software team investigated the reported issue. Based on the information provided there was no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. The manufacturer representative (rep) stated that they assume that the user run into the reported issue because they were inaccurate during the verification task and therefore the described behavior of the software was not normal. The rep thought that the issue could be a user error issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that registration was completed successfully. The user wanted to use the scope probe. The user wanted to use the scope probe for navigation but the system showed the message "this instrument is not allowed for....". The site stated when the message appeared the user confirmed that they were in navigation task. They used then the passive planar blunt pointer but the orthogonal views showed a black screen. The site aborted navigation. There was a reported delay of less than one hour and no reported impact to patient outcome.